Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the insulin pump have an intermittent response. Blood glucose value was 122 mg/dl. The customer did not want a replacement insulin pump. Customer was looking into getting it upgraded.